Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection on the device showed no obvious defects. Microscopic inspection found the gland center slit was present and open. A functional test was performed by spiking the set into an in-house solution bag and priming. The setup primed and flowed normally. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that solution was not able to flow through a one-link catheter extension set. This occurred during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. A visual inspection was performed which showed no obvious defects. Microscopic inspection of the gland center slit showed that it was open. Functional testing was performed by attaching it to a primary set and spiking into an in-house solution bag. The set primed and flowed normally. The reported condition could not be verified. Should additional relevant information become available, a supplemental report will be submitted.